Event description:
It was reported that during a laminectomy fusion procedure, while using the blade around the spine, the blade cracked in half and fell into the patient. It was retrieved. The procedure was completed with a bogie. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.